Event description:
A patient passed away after experiencing cardiac arrest. The patient's physician suspected that the cause of death may have been sudep, but the death was not related to vns. An internet search for the patient's obituary provided the patient's date of death. No additional relevant information has been received to date.